Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed power error three times before and after a battery change and different batteries. Customer does not recall any significant events leading to the error. Customer's blood glucose was 102 mg/dl at the time of incident. Troubleshooting was done for power error and customer was advised on how to resolve the issue and to call back if the problem persists. The customer was also advised to monitor pump. No further information was provided.